Manufacturer narrative:
E1: (B)(6). Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site:3003442380.

Event description:
Event occurred in turkey. It was reported that the patient faced infusion set site leakage event on (B)(6) 2026, causing hyperglycemia treated by correction dose from pump.